Event description:
Manufacturer's local lab reports that an e8 message on the spirit combo insulin pump could not be confirmed because check button is not functioning. Menu button and up/down buttons are also without function. No adverse event reported.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.